Event description:
Customer reported that the insulin pump was exposed to pool water. The blood glucose reading was 210 mg/dl. Customer reported that the water was visible under the display screen. She stated that there were no cracks or any other issues with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.